Event description:
It was reported that hand piece was unable to be connected to the unit.

Manufacturer narrative:
The associated complaint device was not returned for evaluation, please see below the results of our evaluation: as of today, device return has been requested for this complaint but has not yet been made available to the designated complaint unit for a full evaluation. Without return of the actual device or a valid lot number we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint may be reopened.